Event description:
It was reported that the patient presented with pocket inflammation including swelling and redness, indicating pocket infection. Therefore the physician explanted the patient's implantable cardioverter defibrillator (ICD) on (B)(6) 2021. The patient was recovering after the procedure.